Event description:
Tested anesthesia circuit prior to using on pt. Inflated bag, however it did not deflate. Examined circuit and found a solid piece of plastic blocking; trapping air near distal end. The solid plug was molded into the connecter. Device not used on pt.